Manufacturer narrative:
(B)(4). The lot number for this product is unknown, however, with the information provided it can be deduced that there is 4 possible lot numbers with two (2) possible expiration dates and two (2) possible manufacturing dates. Lot number: 324460 or 457010 or 422300 or 349530, expiration date: 01/19/2028 or 01/20/2028, (B)(4). Concomitant medical products: catalog #ni, lot # ni, unk humeral stem; 115340, 416960, comp rvs hmrl ti tray 44 mm; xl-115363, 119070, arcom xl 44-36 std hmrl brng; ni, ni, unk glenosphere; ni, ni, unk screws. Foreign: (B)(6). Device MFR date: 01/19/2018 or 01/20/2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty. Subsequently, the patient was revised due to disassociation of the glenosphere from the baseplate approximately six (6) months post-implantation. No further information is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received the complaint cannot be confirmed since medical records were not provided. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined with information available. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.